Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure of no display was confirmed. Based on the results of the investigation it is likely that the following led to the malfunction of the device: it is considered that the front panel display disappeared with an alarm sounding due to the detection of abnormal operation of the pressure sensor in the cr board, therefore the issue occurred due to the component failure of the cr board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the front panel display disappeared on the high flow insufflation unit. The issue occurred during setup. There was no report of any patient involvement.